Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for variable impedance, high defibrillation impedance, elevated sensing integrity counter (sic) counts, and high rate non-sustained episodes. As well, there was oversensing, and possible fracture. Initially, the lead was reprogrammed, and later explanted. It was noted that due to patient anatomy, a new lead was unable to be implanted. Therefore, the patient was scheduled for a right sided implant two days later. No patient complications have been reported as a result of this event.